Manufacturer narrative:
Endologix continues to investigate the reported event. Endologist will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Procedural images were provided for clinical assessment and were reviewed with the following impression: review of the images confirmed a proximal endoleak; however, the direct cause for the endoleak could not be determined from the information provided. The device lot number was not provided and is unknown; therefore, a manufacturing record review could not be performed. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approx 36 months post-implant of a bifurcated device and an infrarenal aortic extension, a computed tomography scan revealed a proximal type I endoleak. The pt was treated with a suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the pt tolerated the procedure well.